Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's stations (cns) was in comm loss with approximately 10 transmitters. The bme found that a network switch was down, and it was connected to a ups that had full batteries but did not power on. Once the ups was powered on, the network connectivity returned to the cns. The ups did not provide backup power during the scheduled power outage, as was expected. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: an error message would appear to alert clinicians to the issue in which an alternate monitoring method could be prepared. The root cause of the communication loss is related to use error. The customer did not have power running to the network switch for the affected devices. Powering on the ups connected to the switch resolved the issue. There is no evidence of an nk device malfunction. The reported issue has not recurred with the reported device. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's stations (cns) was in comm loss with approximately 10 transmitters. The bme found that a network switch was down, and it was connected to a ups that had full batteries but did not power on. Once the ups was powered on, the network connectivity returned to the cns. The ups did not provide backup power during the scheduled power outage, as was expected. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's stations (cns) was in communication loss with approximately 10 transmitters. The bme found that a network switch was down, and it was connected to a ups that had full batteries but did not turn on. Once the ups was turned on, the network connectivity returned to the cns. Not sure why the ups did not provide backup power during the scheduled power outage. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: there were approximately 10 zm-531pa telemetry transmitters being used in conjunction with the cns but no serial number information was provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's stations (cns) was in communication loss with approximately 10 transmitters. The bme found that a network switch was down, and it was connected to a ups that had full batteries but did not turn on. Once the ups was turned on, the network connectivity returned to the cns. Not sure why the ups did not provide backup power during the scheduled power outage. No patient harm reported.